Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. There are no issues with the lens folding. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle area. The plunger is at the trailing optic edge. The trailing and the leading haptics are folded onto the optic. No issues with the lens folding observed. No root cause identified as no issues with the lens folding observed. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure the iol was badly fold in injector. The surgery was completed with backup lens. There was no patient impact. Additional information has been requested.